Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer would load a new cartridge to address the issue. Customer's blood glucose level was 544 mg/dl. The elevated bg was addressed by a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.